Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.1, lab: 2.3. Lab draw was done on the same day within a few hours.

Manufacturer narrative:
Investigation pending.